Event description:
It was reported that an ilet user experienced sustained elevated glucose with a highest continuous glucose monitor (cgm) reading of 360 mg/dl following a morning supply change, with the user noting the infusion set connector was not fully locked and reporting longstanding abdominal scar tissue that could affect insulin absorption. The user also adjusted weight input and lowered a secondary cgm target. Symptoms included malaise associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component and a potential device problem not fully characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.